Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had presented to the clinic for a pump exchange due to a crack in the tubing. Chemotherapy had leaked onto the pouch, and the cassette was found to be empty. The patient reported that the pump had not alerted them that the cassette was empty. The facility believed that the pump should have provided an alert. The infusion had been set at a continuous rate of 1.8 ml/hr, with a starting reservoir volume of 200 ml and a planned infusion length of 96 hours. The drug administered was blincy to. The pump had not been used to prime the extension tubing. Instead, the tubing had been manually primed in the chemotherapy compounding hood. There was no patient injury. The event occurred while in use with a patient.

Manufacturer narrative:
Received one device, . As received a tear was observed on the extension set tubing. The deformation of the damage was angled and stretched on the edges. In attempt to replicate clinical use the cassette was filled with 250ml of water. No difficulties filling the cassette were observed. The set up was attempted to be primed with 10 ml. A leak was observed from the tear on the extension set. He complaint of crack on tubing can be confirmed due to the tear observed. The probable cause is due to unintentional external pulling forces during use. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint